Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 assay and 1 patient sample tested with uric acid assay on a cobas c 111 analyzer. Patient 1 tested for creatinine: initial result: 1.82 mg/dl. Repeat result: 39.98 mg/dl. Patient 2 tested for uric acid: initial result: 0.64 mg/dl accompanied by a qc alarm. Repeat result: 6.56 mg/dl. The initial results did not match the patients' history, and the samples were repeated on (B)(6) 2025. The repeat results were deemed to be correct as they matched the patients' previous results. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The creatinine reagent lot number was 84198801 with an expiration date of 31-jul-2025. The uric acid reagent lot number and expiration date were not provided. The field service engineer replaced the syringe seal and cleaned the reaction rotor. The investigation is ongoing.

Manufacturer narrative:
The maintenance was up to date, and the extra wash cycles were correctly installed. The qc did not show any systemic issue with either the instrument or the reagents. Alarms of sample pipetting and failed to aspirate sample from tube were detected. These alarms are a strong indicator of poor sample quality. The investigation did not identify a product problem. The cause of the event was consistent with improper tube placement, insufficient volume, and/or bubbles in the sample.